Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (tsvh10) was missing from the inner vial. Another implant was placed during the same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant (tsvh10) packaging was returned. Visual inspection of the returned product identified an outer box with the outer vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The inner vial and the implant were missing from the packaging. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The reported malfunction could not be verified based on the information available. The complaint alleges a packaging issue that cannot be functionally evaluated. A singular root cause could not be determined.